Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal that any defects or issues were reported.

Event description:
It was reported that during use of the bd precisionglide¿ needle the syringes were leaking. As reported "experiencing leaking while using these syringes"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ needle the syringes were leaking. As reported "experiencing leaking while using these syringes".